Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied. The cannula was damaged because of this event.

Manufacturer narrative:
The pod was received undeployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. No damages or defects were noted with the soft cannula. Some blue material was noted in the hole to the side of the bottom housing window.